Event description:
Customer reported the aviva system gave a blood glucose result of 111 mg/dl at a time when he was symptomatic of hyperglycemia. Customer did not treat based on the aviva result. Doctor's meter result 45 minutes later was over "over 300" mg/dl, customer was admitted to hospital, treated with insulin. A request was made for the return of the system and a replacement was sent.